Manufacturer narrative:
An anthem ti lateral narrow distal femur plate, right, 15 hole, 331mm (1195.2215) had locking screws back out in the distal end of the plate post-operatively requiring revision surgery. The plate was implanted in (B)(6)2024 and the revision surgery to remove the plate and screws occurred in (B)(6) 2025. It was confirmed that the 7nm torque-limiting t-handle 6206.2707 was used to final tighten the screws. Imaging of the plate showed deformation of the plate polyaxial sweeps consistent with what would be expected following locking screw placement. Thread cutout in the top surface of the plate screw holes indicate that some of the screws were inserted at an angle. It is unclear whether the screws were inserted past their maximum recommended angulation. Measurement of the unused screw holes in the plate were within dimensional specifications. This is the fifth complaint for screw back out in a distal femur plate. All complaints occurred in a ti plate. Unfortunately, no definitive cause can be established for the screw back out. This evaluation determined that this failure exceeds expected risk, the patient had multiple contraindications for receiving an anthem distal femur plate; therefore, no further actions will be taken at this time.

Event description:
It was reported that there was a revision due to anthem screws backing out of the plate and some of the screw heads shearing off.